Manufacturer narrative:
H3) the software team reviewed the logs and observed there were no errors or any other evidence captured in the logs related to battery, uninterruptable power supply (ups) and camera. No other evidence has captured related to this issue. Reviewed the archive and observed there are 2 imaging system images. Tried to reproduce the mentioned issue but issue is not replicated. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during navigation, trajectory 1 and 2 temporarily "went blank". This happened twice during the beginning of the procedure and was able to be resolved both times by adjusting the position of the camera. After the case, the manufacturer representative (rep) went into self-test and reported that the camera cart status was "connection to uninterruptable power supply (ups) lost". The main cart was at 100%. During troubleshooting, the rep confirmed that all statuses in 'internal network status' were green and connected. The rep reported no physical damage to the umbilical cable and reseated it with no effect. The rep performed a hard reboot. The issue resolved. The rep performed a battery test and the main cart and camera cart decreased at an expected rate. This issue caused a less than 1 minute surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: 2.1.0, ubd: , UDI#: h3, h6: multiple fdd/annex a codes were reported. A0709 was coded for during navigation, trajectory 1 and 2 temporarily "went blank". A0708 was coded for camera cart status was "connection to uninterruptable power supply (ups) lost". No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.